Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Based on the device history record review, there is no indication that the event is related to the device manufacturing process.

Event description:
A report from the field indicated that during a mechanical thrombectomy procedure of a middle cerebral artery (m1 segment) occlusion in a (B)(6) old female, strong friction was encountered as the 5x33 embotrap ii (et009533/19d099av) stent retriever was attempted to be withdrawn. The embotrap appeared to be stuck and it was impossible to remove the device as the arteriosclerosis was severe. The concomitant marksman (medtronic) microcatheter was subsequently delivered to the lesion and the stent retriever was removed with the microcatheter as a unit. Two additional passes were made, and proximal thrombus was removed. Then, thrombus was attempted to removed ¿by combining¿, but a hemorrhage was confirmed after ¿the distal part dissociated¿. It was stated that the physician did not provide any treatment for the patient and the patient ultimately expired. ¿it is judged that the arteriosclerosis was severe, and the situation was severe in the time lapse until the start of treatment. Relevance to adverse event was not confirmed.¿ it was further reported that the embotrap device was used according to the instructions for use (IFU). The marksman microcatheter crossed the lesion and thrombus removal was started. ¿the microcatheter went down to a concomitant guiding catheter.¿ no further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this report: b5, e1, e2, e3, g4, g7, h2, and h10. Section b5: additional information received indicated that the physician felt that the event was caused by severe arteriosclerosis and delay to treatment/therapy of initial stroke event. The patient expired after the procedure as they were not able to stop the bleeding. The embotrap and concomitant microcatheter did not appear damaged. No further relevant details were provided. Section e. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion a report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (m1 segment) occlusion in an 80-year-old female, strong friction was encountered as the 5x33 embotrap ii (et009533/19d099av) stent retriever was attempted to be withdrawn. The embotrap appeared to be stuck and it was impossible to remove the device as the arteriosclerosis was severe. The concomitant marksman (medtronic) microcatheter was subsequently delivered to the lesion and the embotrap was removed with the microcatheter as a unit. Two additional passes were made, and proximal thrombus was removed then, thrombus was attempted to removed ¿by combining¿, but a hemorrhage was confirmed after ¿the distal part dissociated¿. It was stated that the physician did not provide any treatment for the patient and the patient ultimately expired. ¿it is judged that the arteriosclerosis was severe and the situation was severe in the time lapse until the start of treatment. Relevance to adverse event was not confirmed.¿ it was further reported that the embotrap device was used according to the instructions for use (IFU). No further information was provided at the time of complaint initiation. Additional information received indicated that the physician felt that the event was caused by severe arteriosclerosis and delay to treatment/therapy of initial stroke event. The patient expired after the procedure as they were not able to stop the bleeding. The embotrap and concomitant microcatheter did not appear damaged. No further relevant details were provided. The device was not returned for analysis. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Dissection or perforation, intracranial hemorrhage, and death are known potential procedural complications associated with endovascular mechanical thrombectomy and are listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. The root cause of the event cannot be determined; however, clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery are all factors that may contribute to dissection. The patient presented with severe arteriosclerosis which likely added to the complexity of the procedure. As per the IFU, excessive vessel tortuosity is a general contraindication. If tortuosity was present this may also have been a contributing factor. The reporting physician feels that the event was caused by severe arteriosclerosis and delay to treatment/therapy of initial stroke event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.